Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).during service, a "channel b stop key did not work" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B)(4) that is associated with this report.

Event description:
A baxter service technician reported finding a colleague infusion pump with "channel b stop key did not work". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. Uim master software versions with a software configuration (B)(4) will be categorized as unremediated.

Event description:
At 5:35 pm on (B)(6) 2010, the ventilator failed and alarmed. The pt was ambu-bagged immediately and the ventilator was exchanged. There was no harm to the pt or change in condition. The ventilator was sent to puritan bennett for eval and an inspection could not determine the cause of the ventilator malfunction. As a result, the ventilator will not be placed back into service.